Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii 24gax0.75in prn had foreign matter. The responsible nurse was performing pre-infusion checks on disposable items for intravenous infusion using a single-use closed-system IV catheter for patient no. (B)(6), (B)(6) daughter in bed 10. Upon inspection, the nurse observed visible black specks on the heparin cap of the closed-system IV catheter. The catheter was immediately replaced, and the incident was reported to the head nurse.

Manufacturer narrative:
Investigation results: no abnormality is found on process and retained sample, and no similar complaints have been received from other hospitals regarding this batch of products. Since the defective sample has not been received for further analysis, the specific location and condition of the foreign matter cannot be identified, and therefore the root cause of the foreign matter in the prn cannot be determined. The plant will continue to track and trend for this issue.

Event description:
No additional information.